Manufacturer narrative:
(B)(4) no conclusion code available, failure event observed during analysis; internal insulation abrasion was noted at 8.6-8.7cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.